Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system sometime in 2009. Since the procedure, the physician reportedly has seen the patient twice, and he noticed very small mesh exposure during the first week of (B)(6), 2012. The patient, who is over 18 years of age, is reportedly fine. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6) 2009. Since the procedure, the physician reportedly has seen the patient twice, and he noticed very small mesh exposure during the first week of (B)(6) 2012. The patient, who is over 18 years of age, is reportedly fine. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Manufacturer narrative:
All other information is unknown and unavailable.